Manufacturer narrative:
Findings: pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. Unable to test for bolus anomaly due to unresponsive buttons pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and exposure to moisture. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 458 mg/dl at the time of the incident. The customer reported that the type of fluid/moisture exposure to the insulin pump was submerged in toilet. The customer also reported that the insulin pump was exposed to fluid in the past with no moisture visible. After exposure to fluid the customer noticed more, or frequent button error alarms. Alarm history could not be reviewed due to the button error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for button error/keypad anomaly was performed. The buttons were also unresponsive. The customer stated that the exposure to moisture was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. There was no indication of troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.